Event description:
It was reported that a remote transmission was sent due to the patient experiencing syncope. There was far field r-wave (ffrw) oversensing and undersensing exhibited on stored electrograms. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 507658 lead & 507652 lead & unknown innovative medical products lead; implant date: (B)(6) 2023. Etlw1616c93e stent graft & etuf2314c102e stent graft; implant date: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.